Event description:
A customer reported that their t:slim x2 pump battery would not charge, and a power source alert was observed at the onset of the issue. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by switching to a non-tandem charging cable, and tandem technical support explained the importance of using recommended supplies. A replacement tandem charging cable was sent to the customer via two-day shipping, and the pump began charging without further issues.